Event description:
(B)(4) was received reporting the following information: "the surgical team smelled gas and more air was injected into the balloon of nim ett [nerve integrity monitor, endotracheal tube]. Unable to ventilate general anesthetized pt and had to do extubation. New intubation with tracheotomy performed in the interim as they were doing a thyroidectomy at the time. This was the fastest method for ventilation of pt [patient] at the time." The original intended procedure was a thyroidectomy. The manufacturer has opened a product event investigation for this report.

Manufacturer narrative:
Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. This product was being used for treatment, not diagnosis. Neither the device in question, applicable imaging films, nor medical records were returned to the manufacturing facility for full evaluation. The information reasonably suggests that the device in question has malfunctioned as defined by the FDA, and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore, is likely to cause or contribute to a serious injury if this event were to recur. Device description: the endotracheal tube is flexible silicone elastomer tube with an inflatable cuff and has bipolar stainless steel contact electrodes which are designed for monitoring vocal cords nerve integrity through the electrode's contacting the true vocal cords. The stainless steel wires are embedded in the silicone of the main shaft of the tube and are exposed only for a short distance (approximately 30 mm), slightly superior to the cuff. The electrodes are designed to make contact with the patient's vocal cords to facilitate electromyographic (emg) monitoring of the vocal cords during surgery when connected to a multi-channel emg monitoring device. Both the tube and cuff are manufactured from silicone elastomer that allows the tube to conform readily to the shape of the patient's trachea with minimal trauma to tissues. The emg endotracheal tube is intended for use as a means of providing both an open airway for patient ventilation and for intraoperative monitoring of emg activity of the intrinsic laryngeal musculature when connected to an appropriate emg monitor. The emg tube is indicated for use where continuous monitoring of the nerves supplying the laryngeal musculature is required during surgical procedures. The emg tube is not intended for postoperative use. Avoid disrupted air supply due to inadequate oxygenation by confirming, monitoring, and maintaining anesthesia gas delivery systems and connections at all times. Avoid inadequate oxygenation from placement in the right main bronchus by confirming the correct positioning after intubation. Avoid inadequate oxygenation due to a collapsed or blocked tube after performing a test inflation, by inspecting the inner diameter of tube for patency after test inflation. Do not attempt to use an emg tube without first performing a cuff inflation test. Inflate the cuff with the intended gas mixture and visually inspect the cuff for any abnormality. Replace with another emg tube if any adverse abnormality is found. Do not attempt to manipulate an emg tube with an inflated cuff after insertion. Manipulating a tube with an inflated cuff may cause partial airway blockage at the tip and/or murphy eye, cuff herniation or tip deflection. Ensure that the cuff is fully deflated before any manipulation and confirm that the airway is free of any potential occlusion after repositioning. Before use, the cuff should be tested for cuff leakage with 15cc to 20cc of air. Thoroughly evacuate all air before intubation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.